Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 60-year-old male with chronic heart failure was implanted with an impella cp device for mechanical circulatory support. The patient was transferred with a peel-away sheath retained in the vessel. The limb became ischemic. Pulses were lost and the limb was mottled. The team made choice to explant the pump from the femoral and place an impella 5.5 pump via axillary.

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Per the given clinical information, the root cause of the ischemia issue was use related to improper technique of suturing the introducer to the patient and retention of the introducer.